Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (foreign material in air/water channel and piston cage) was not established. The most probable cause of the complaint (peeled distal sheath adhesive) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service, which is an olympus asset with no reported complaint. During the device analysis, the service repair technician indicated peeled distal sheath adhesive, foreign material in air/water channel and piston cage. There was no patient involvement.